Manufacturer narrative:
H6 medical device problem code was revised to a1414 as a141301 was erroneously reported on the initial report.

Manufacturer narrative:
Section d catalog number was corrected. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. D9 was updated.

Event description:
It was reported that during device set up in the catheterization lab, the purge cassette and disc were inserted following best practices but no purge solution was flowing through the device. The purge cassette and disc were removed and re-inserted into automated impella controller (aic) without resolve. The tubing was checked and no kinks were noted. The same issue occurred with the accounts other aic. The issue resolved with opening a new purge cassette.

Manufacturer narrative:
The purge cassette was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the priming problems was a kink of the purge tubing underneath the supplied paper labeling, an unintended user error.